Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-04262. The pt ((B)(6)) was implanted with an ipg and surgical lead on (B)(6) 2010. It was reported that the pt is experiencing pain at the ipg pocket as well as in her chest area. In addition, since implant, she is reportedly experiencing dizziness and convulsion type symptoms. A consultation with the physician has been scheduled for further interrogation.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.